Event description:
A malfunction was reported. There was no reported impact to the customer¿s blood glucose level. The customer arranged to use a backup insulin pump and technical support confirmed shipment of a replacement pump.